Event description:
It was reported that a small volume intermate had leaked during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. Visual examination of the unit determined that the cause of the leak was a ruptured reservoir. Solution was also noted in the housing due to the rupture. The reservoir was microscopically examined for any abnormalities that may have potentially contributed to the rupture. Some markings were detected near the rupture line indicating internal damage. The cause of the rupture was not determined.